Event description:
A customer contacted baxter technical services(bts) regarding assistance with changing the bags after a previous check lines and bags alarm on the homechoice machine(hc). The home patient(hp) stated the hc is still alarming. The technical service representative(tsr) confirmed with the hp that they did not change the cassette. The tsr advised the hp that the setup is compromised and they need to start over with new supplies. Product surveillance spoke with the hp on (B)(6) 2011 regarding having to start over with new supplies. The hp stated that they continued therapy with hc using new supplies. Therapy has been going well since incident. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed for use error. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.